Event description:
Reporter stated the blood glucose monitor was dropped, and there are now several horizontal lines on the display which could cause misinterpretation of the therapy information. No physiological effects were reported. The blood glucose monitor was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The meter was returned for evaluation. The investigation unit (iu) confirmed the meter for display defect; horizontal cracks can be seen on the top and middle of the meter display screen along with orange-blue spots. Iu observed that the defects on the display do not distort the results during the simulation test; results are faded but visible, therefore, misinterpretation of bg result or bolus advice is not possible. Based on the condition of the returned meter and the fact that the customer admitted that meter was dropped, it was determined the damage to the returned meter did not originate from the manufacturing process and was a result of customer mishandling.